Event description:
Customer reported experiencing intermittent occlusion alarms. There was no adverse impact to the customer's blood glucose level. To resolve the issue, customer attempted changing the infusion set and cartridge. Ultimately, the customer continued to use the pump for insulin therapy.